Manufacturer narrative:
Sientra complaint #: (B)(4). Sientra received the suspected device from the customer and performed a failure analysis. Upon initial observation, the device was found to have a shell failure and moderate yellowing. The device was unable to be weighed. Upon device inspection, the explant was received in one piece. Delamination was observed on the posterior side. Upon optical inspection, the explant was received ruptured and was submitted for optical analysis. An unknown cause was identified. The explant was observed using an optical microscope and images taken. The observed result of mechanical testing was 370% for ultimate elongation and 4.8 (lbf) for ultimate break force. The cause of the shell failure is local stress of unknown origin. No additional observations. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Sientra complaint (B)(4). Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Correction: b5.

Event description:
Bilateral MRI indicated rupture, right side, bilateral capsular contracture, baker grade 3, right side and right-side late forming seroma.

Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Bilateral MRI indicated rupture, right side.